Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a labral repair procedure, when the surgeon inserted the ar-3638 into the glenoid of the patient the tip of the device broke. The fragment as removed and the case was completed by using a device from a different manufacturer using the same technique.